Event description:
Caller states the pt tested 4.9 inr on the coaguchek s system and 3.0 inr on the coaguchek xs plus system during duplicate testing. Medication was adjusted based on 4.9 inr result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek s system. Reference medwatch with a1 pt for suspect device in the coaguchek xs plus system.